Manufacturer narrative:
On (B)(4) 2011 a bec field service engineer (fse) attempted to recreate the event by releasing the 10 psi tubing from the valve. Fse felt pressure release from tubing and opened lid without problems. Fse was unable to reproduce the issue. No parts replaced or adjustments made. Instrument verified operational per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report no foam sprayed on the operator's face. The unicel dxc 800p synchron chemistry analyzer operator was in reagent load mode to refill the no foam canister and when the lid was loosened no foam sprayed on the face. The operator was send to the ER, however, no medical treatment was provided due to the exposure. No injury was reported.